Event description:
It was reported that when the bivona cannula had to be replaced, the removal of the stylet was blocked, making it impossible to remove it and preventing the child from breathing. The device was replaced with another cannula and was resolved. There was a risk of desaturation.

Manufacturer narrative:
Catalog number, lot number, expiration date, UDI number, 510k and device manufacture date is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.